Event description:
As reported, when the operator unpacked and flushed, the 55cm optease inferior vena cava filter (ivc) the filter was found installed in the sleeve, in the reverse direction. The filter was installed backwards in the storage tube. The filter was pushed out, during the flushing process and put back in the correct way. But, was inadvertently contaminated in the process. The procedure was completed with a different optease filter. There was no reported patient injury. The filter indication was prophylactic. The printing on the storage tube was correct and legible, with no smudges or difficulties in reading. The end of the storage tube fit properly into the hemostasis valve of the catheter sheath introducer (csi). The device was not used in the patient. The product was stored and handled according to the instructions for use (IFU). The device was returned for evaluation.

Manufacturer narrative:
The device was received, for analysis. But the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, when the operator unpacked and flushed, the 55 cm optease inferior vena cava filter (ivc), it found installed in the sleeve in the reverse direction. The filter was installed backwards in the storage tube. The filter was pushed out during the flushing process and put back in the correct way but was inadvertently contaminated in the process. The procedure was completed with a different optease filter. There was no reported patient injury. The filter indication was prophylactic. The printing on the storage tube was correct and legible, with no smudges or difficulties in reading. The end of the storage tube fit properly into the hemostasis valve of the catheter sheath introducer (csi). The device was not used in the patient. The product was stored and handled according to the instructions for use (IFU). A non-sterile unit of ¿optease vc filter ous, 55cm femoral only¿ was received inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. The parts included in the shipment are the obturator, the brite tip csi, and the vessel dilator. The brite tip csi presents with two kinks on the cannula located approximately 17 and 18 cm from the distal tip. Neither the filter nor the winged storage tube was returned for analysis. No other outstanding details were observed. Inner diameter (ID) and outer diameter (od) measurements were taken on the brite tip catheter sheath introducer and were found within specification. The complaint reported by the customer as ¿filter~incorrect orientation¿ was not confirmed. Neither the filter nor the winged storage tube was returned to verify the components mounted orientation. However, two kinks were observed on the cannula. The exact cause of the observed kinks could not be determined during the analysis. Procedural factors and handling process may have contributed to the observed damage. It was reported that the user chose not to use the device after it became contaminated. While contaminated devices should not be used, devices with any suspected malfunction should not be used either. Therefore, the decision to not use the device should have been made once it was suspected that filter was loaded in the incorrect direction. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿the optease® retrievable filter is supplied constrained in a plastic storage tube indicating the appropriate orientation for femoral and jugular/antecubital approaches. Never reload a fully ejected filter into the storage tube as this could result in incorrect orientation for the selected access site. Never reload a (partially) ejected filter into the storage tube as this could affect its shape, and function. Accordingly, cordis will not be responsible for any direct, incidental or consequential damages resulting from replacement of the optease® retrievable filter in the plastic storage tube.¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.